Manufacturer narrative:
The cause of the leak is unknown; however, it was resolved by flushing the probe waste chamber and draining the probe waste and vacuum chambers. The troubleshooting instructions provided by the cts appear to have resolved the instrument issue as customer has not called back to report any further problems relating to this event. (B)(4).

Event description:
Customer called to report that there was bloody liquid on the tops of the sample tubes analyzed on the unicel dxh 800 coulter cellular analysis system. Customer suspected that the leak was from the sample probe rinse process. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. On (B)(4) 2012, the customer technical specialist (cts) performed troubleshooting with customer via telephone. Customer was instructed to perform flush probe waste chamber with 50% bleach, as well as drain probe waste chamber and drain vacuum chamber. The cts confirmed proper instrument function with customer, and customer has not called back to report any further issues relating to this event.